Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had a battery failure during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the wireless battery module. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Troubleshooting revealed no abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.